Event description:
A review of the download data for a (B)(6) female pt revealed a svc code 102 - charge profile fault. Zoll customer support contacted the pt and issued her a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (code 102) has been confirmed. As received, the monitor reset after firing a pulse. The cause was the j111 24 pin connector on the ca board, which connects the converter to the logic processor was intermittent. The intermittent connector caused the charge profile faults, which resulted in the code 102. The root cause for the intermittent j1111 was unable to be positively determined. No adverse event resulted from the defective component. The pt received a replacement monitor.